Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing with patient isometrics. A surgical revision was performed and an abrasion was visualized when the lead was pulled away from the device. It was suspected that this abrasion caused the atrial noise. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.